Event description:
The customer called and reported experiencing high and low blood glucose. Customer stated her blood glucose had gone as high as 360 mg/dl and as low as 32 mg/dl. The customer's doctor adjusted her settings and instructed her to change her carbohydrate ratio at specific times. The customer stated that instead of altering the settings to get an accurate amount suggested by the insulin pump, she had been doing bolus calculations on her own and administering bolus amounts, based on that. Customer stated this was not helping her blood glucose. Troubleshooting was offered and declined and customer was advised she could call back to compelte troubleshooting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.